Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 400 mg/dl. The customer needs a new quick serter because hers is defective. The customer stated that when she put in the serter and insert it bends the plastic tubing that goes into her body. The customer stated that she is in the hospital because of quick serter and he have diabetic ketoacidosis. The customer was advised that we are sending a quick serter device.